Manufacturer narrative:
The suspect device has been returned for evaluation. The product was examined visually. The complaint is confirmed. The root cause could not be determined. A search of the complaint database was performed, and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleged that during a uterine artery embolization (uae) procedure, the catheter fractured within the patient's left internal iliac artery. The embolization procedure was aborted and catheter tip recovery was attempted with a vascular snare device via femoral artery access. The catheter tip fragmented again during this process and the endovascular removal was unsuccessful. The patient was referred for surgical removal.